Event description:
It was reported that the patient was experiencing pain at the pocket site and frequent charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well post operatively. The explanted device will not be return as it was discarded.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain at the pocket site and frequent charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing pain at the pocket site and frequent charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure additional information was received that the patient was doing well post operatively. The explanted device will not be return as it was discarded.